Event description:
This stent was used on a aaa stent case which needed an 8x40 nt to stent an external iliac after placement of an aortic anuerism device after deployment of stent, retrieved catheter and the mandrel tip got caught on the distal end of the stent and bent the stent markets and pulled them inside the stent and collapsed the stent. Had to place an extension arm of aaa graft inside the nt stent and balloon open. Shortly after the case, the patient was brought back to the cath lab due to eschimia of a limb due to thrombosis. The thrombosis was not due to the edwards lifestent nt device, however was due to the access site.